Event description:
It was reported that a patient experienced a "burning sensation" during delivery of azactem. It was noted that the medication infused in less than half the normal delivery time of 30 minutes. It was further reported the patient had to have a central line replaced after the incident. It is not known if this incident necessitated the catheter replacement. No other details were reported. There was no resultant patient complication.